Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-56, lot # v588144, implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n263643, implanted: (B)(6) 2010, product type accessory; product ID 3487a-56, lot # v588144, implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n231806, implanted: (B)(6) 2010, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that a patient's device "had not worked in like three months." The patient was going to see their health care provider (hcp) on the day of the report. It was stated that this was "90% the patient's fault because they had a really hard time getting it to connect up so they just gave up charging." It was stated that the patient did not remember seeing the coupling boxes and stated that "it just got harder to connect up".